Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation, leakage, and air in lime alarm during use. The following information was provided by the initial reporter: material no: 11532269 batch no: unknown. Tubing was not manipulated in fluid change except to spike new bag, fluid chamber clamp was not opened until leak found. Get different tubing, many of this product have snapped apart, leaked, or too frequently read air in line.

Event description:
It was reported that two gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation,leakage, and air in line alarm during use. The following information was provided by the initial reporter: material no: 11532269 batch no: unknown tubing was not manipulated in fluid change except to spike new bag, fluid chamber clamp was not opened until leak found. Get different tubing , many of this product have snapped apart, leaked, or too frequently read air in line.

Manufacturer narrative:
H6: investigation summary one used primary set, model 11532269, was received by the customer for investigation. Upon visual inspection, no obvious defects were observed. The set was primed with blue dye and leaks were observed from the silicon pumping segment and from the filter. The customer's complaint of leakage was verified. A device history record review could not be performed on model 11532269 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the silicon pumping segment and a tear was seen near the upper fitment. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure. The probable identified cause for the filter leakage is a clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. H3 other text : see h10.